Event description:
Patient (B)(6) indicated that they had an ulcer and an infection in their eyes and spent approximately 4 months recovering. (B)(6) indicated that after inserting their contact lenses, they notices their eyes getting red and irritated. As the day progressed, the redness and irritation grew worse leading them to remove their contact lenses and visit the emergency room with unbearable pain. (B)(6) indicated that the doctor said they had an eye infection coupled with a cut (abrasion) to their cornea.